Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction and a dim display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box revealed a time and date reset within 13 minutes of power off. The time and date was accurately set at the start of investigation. Pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours, reinserted, and the pump time and date reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. The display screen was observed to be dim with a pink contrast. (B)(6).